Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, when the stapler was used for the vascular treatment in the right lobectomy, it could not be fired. New handle was used to complete the procedure. There was no patient injury.